Manufacturer narrative:
The investigation into the positioning issues and the major access site bleeding issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the clinical information provided, the root cause of access site bleeding and positioning issues were due to patient movement.

Event description:
The user facility reported a 68-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. While on support, the patient vomited violently and dislodged the impella. Furthermore, the patient began bleeding profusely from the groin. A hematoma was formed in the groin. Two units of blood and femstop were applied. The pump was explanted that night and the patient was considered to be stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿